Event description:
The pacing system was implanted on (B)(6) 2020. Reportedly, the patient died from unknown cause on (B)(6) 2021. Preliminary analysis revealed a proper device functioning until (B)(6) 2020.

Manufacturer narrative:
Please refer to the attached analysis report.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
The pacing system was implanted on (B)(6) 2020. Reportedly, the patient died from unknown cause on (B)(6) 2021. Preliminary analysis revealed a proper device functioning until (B)(6) 2020.